Manufacturer narrative:
The medical history for the patient subject of the event, including known allergies or pre-existing conditions, was not disclosed to medivators. The reported filter subject of the leak is not able to be returned for evaluation. A batch record review was performed which confirmed that the fiber batch and raw materials for the finished filter met all specifications prior to release of the product. No nonconformities were identified in the manufacturing, construction, sterilization or endotoxin testing of the reported filter and the reported filter lot passed 100% leak testing at inspection. The reported hemofilter construction is designed to meet all biocompatibility requirements of iso 10993-4 for blood interactions. No serious injury or deterioration of health was reported to have occurred as a result of the event. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
Nikkiso, a distributor of medivators hemofilters, reported that during a hemofiltration procedure involving the medivators hf1200 hemofilter, a filter leak occurred. A patient blood loss of approximately 100ml was reported. The patient was additionally reported to have developed "allergic-like" symptoms including chills, palpitation and sweating. The filter subject of the event was exchanged, and all symptoms were resolved. The procedure was completed with no additional patient consequences reported.